Event description:
It was reported that this patient required adjustment of the minute ventilation (mv) feature of this pacemaker due to the rate response being too much or too little for patient's fitness needs. Rate response was reprogrammed in clinic. Technical services (ts) advised on device programming and features based on fitness level. No adverse patient effects were reported. Currently, this pacemaker remains in service.

Manufacturer narrative:
The complaint device was not returned to bsc therefore full product analysis could not be performed. Investigation determined that the minute ventilation (mv) sensor in ingenio devices has the potential to increase the pacing rate to the maximum sensor rate more quickly than expected. As a result, a software update was released in 2013 that reduced the minimum mv response factor settings and re-distributed the remaining mv response factors to provide a consistent change in sensor rate across the range of mv response factors. This corrective action is expected to reduce, but not eliminate the occurrence of this behavior.